Manufacturer narrative:
Film evaluation results are: the exact cause of the left iliac limb migration leading to the distal type I endoleak and aneurysm rupture could not be determined from the films provided. The anatomy at implant and earlier post-implant films were not available for review and comparison. The current left common iliac artery diameter appears to be larger than the diameter of the contra limb; therefore, it is possible that disease progression (iliac artery dilatation) may have occurred. Vessel tortuosity may have also contributed to the migration. Films during the reported intervention which extended the contra limb into the lcia were not available.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with pain. It was discovered that the endurant stent graft limb had migrated out of the common iliac artery and that there was an aneurysm rupture. The physician elected to implant an additional endurant limb, to extended coverage back into the common iliac artery, and obtained adequate seal. The procedure was completed and the event was resolved. Per the physician, the cause of the event was due to disease progression. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.